Event description:
A report was received that the patient was experiencing pain at the lead and extension site. The physician planned on revising the patient to implant the connection deeper to relieve the pain. The patient underwent a revision procedure and the physician realized that the lead was out of the patient's skin. There were no signs of infection. The physician chose to explant the lead and extension and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had also experienced mild wound decubitus and the physician assessed that the event was related to the device, and not the procedure. This event has resolved.

Event description:
A report was received that the patient was experiencing pain at the lead and extension site. The physician planned on revising the patient to implant the connection deeper to relieve the pain. The patient underwent a revision procedure and the physician realized that the lead was out of the patient&#38112;skin. There were no signs of infection. The physician chose to explant the lead and extension and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-55 serial # (B)(4) description: scs phiii ext 55cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the lead and extension site. The physician planned on revising the patient to implant the connection deeper to relieve the pain. The patient underwent a revision procedure and the physician realized that the lead was out of the patient's skin. There were no signs of infection. The physician chose to explant the lead and extension and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had debridement and wound cleaning with no complications.

Event description:
A report was received that the patient was experiencing pain at the lead and extension site. The physician planned on revising the patient to implant the connection deeper to relieve the pain. The patient underwent a revision procedure and the physician realized that the lead was out of the patient¿s skin. There were no signs of infection. The physician chose to explant the lead and extension and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the severity of the wound decubitus was severe.

Event description:
A report was received that the patient was experiencing pain at the lead and extension site. The physician planned on revising the patient to implant the connection deeper to relieve the pain. The patient underwent a revision procedure and the physician realized that the lead was out of the patient¿s skin. There were no signs of infection. The physician chose to explant the lead and extension and the patient was reportedly doing well following the procedure.